Event description:
During a ptca/stenting treatment procedure involving a calcified and 100% stenotic lesion in the middle to distal portion of a tortuous rca, the maverick otw balloon was suspected to have ruptured at 12 atmospheres on the second inflation when extrusion of dye into the vessel was noted. (The number of atmospheres reached on the initial inflation is unknown.) The patient was asymptomatic during this event. The maverick otw balloon catheter was removed and replaced with another maverick balloon catheter to successfully complete the stenting procedure as planned. A 7f terumo introducer sheath, a getz brothers neo's intermediate guidewire (size unknown), a terumo crosswire guidewire (size unknown), a 6f mach1 guide catheter, a 7f mach1 guide catheter, an unspecified type of stent, and an advantage inflation device were also used in this case. Patient status is reported as 'good'.